Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during the evaluation.

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy on (B)(6) 2013. During the procedure, the device was malfunctioning and it kept blinking and wasn¿t rotating. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.